Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 262098 (patient identifier (B)(6) ). Refer to this file for supplemental information related to this event.

Event description:
It was reported the colonovideoscope failed micro-testing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.